Event description:
It was reported that a user contacted support because they did not understand how the ilet handles meal announcements and had been announcing meals inconsistently, sometimes less than and sometimes more than intended, leading to confusion about appropriate meal entries and insulin dosing behavior. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education by support, including transfer to clinical support for guidance on proper meal announcement usage and rationale. Investigation of this case revealed user difficulty with meal announcement operation and incorrect meal size selection, with no device alarms other than a standard alert reference provided and no malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface use error related to meal announcement understanding.